Manufacturer narrative:
Reference device 1 of 5: 8010047-2020-03969. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented

Event description:
Device 4 of 5 it was reported the customer is experiencing issues with his model otv-s190 as the latch in the scope socket is not latching securely and it's causing intermittent loss of image. It was noted the video connector of the endo-eye and camera head may slide out of the video socket because of the latch and then the image is lost. As a result, the customer has to push it back in securely and are then able to get the image back and proceed. It was also noted it is unknown if the end users are consistently pressing the latch to release the lock before removing the scopes or camera heads.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. As determined by the legal manufacturer, based on the available information, there is the possibility that the user pushed the video connector into the video connector socket with excessive force or tried to disconnect the video connector without releasing the lock. Due to the resulting damage, it is likely the lock became unstable, resulting in the unstable image output.